Event description:
A user facility reported to olympus that no image was present. There was no patient injury, associated with the problem, reported to olympus. This is report #2 of 2 due to multiple devices involved. Reference report patient identifier (B)(6) for additional device.

Manufacturer narrative:
The reported problem was resolved after troubleshooting was performed with the assistance of olympus technical support via the phone. The initial reporter attributed the cause of the reported problem to multiple scopes used with the olympus, model cv-190. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record could not be performed because the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.